Event description:
Consumer reported that she sustained a head injury on 7/29/98 which resulted in a small cut on her forehead. She applied the product to the wound and within two days noticed redness, itching and fluid-filled bumps on her forehead. She reported that her eye was almost swollen shut. She removed product and applied antibiotic cream. On 8/4/98 she went to the dr, who performed a computerized axial tomography scan and a blood test and suggested to her that she was experiencing an allergic reaction. She stated that she took benadryl and used a "solution" recommended by her dr to dry the bumps. The swelling increased all the way to the jaw. She plans to continue to f/u with her dr.